Event description:
It was reported that the patient underwent a patellar component revision approximately 3 years and 7 months post-implantation due to movement impairment. Intra-operatively, a patellar spur with osteophyte growth was observed, and the insert was revised per surgeon preference during the polyethylene component revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00596204214, articular surface, 62716719. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.